Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d4, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 17-apr-2022 to 16-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the cabinet drawers were not opening. A field service engineer found that there was no visible spark or fire near the machine or patient area, and no water damage upon inspection and the power strip was damaged. Suggested the customer that they can be able to set machine up and cubex was able to login and affirm station and to replace new cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer did not open and the power cables in the cabinet was burnt. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h11 update - the event is linked to field action mms-23-4855 (medbank mso).

Manufacturer narrative:
The customer notified the manufacturer that the complaint file could be close because a technician was dispatched and was able to resolve the issue and it did not reoccur. The customer did not disclose what work was done to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system drawer did not open and the power cables in the cabinet was burnt. There were no adverse events or injuries reported based on this incident.